Event description:
Physician was attempting to treat a lesion in the lad using an endeavor resolute drug eluting stent. Lesion exhibited 95% stenosis, reported to be non-calcified and the vessel was non-tortuous. It was reported that while advancing the device to the target lesion resistance was encountered, and the device caused a dissection in the lad approximately 3.5mm length. The stent was pulled back and it was noted that one of the middle stent struts was deformed. The doctor inserted another stent and the dissection was repaired. The patient post procedure status is reported to be good. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (95% stenosis). None (no device received for evaluation). Conclusions: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (95% stenosis). Unable to confirm complaint (no device received for evaluation). (B)(4).